Manufacturer narrative:
The light system was installed in (B)(4) 2013. The hospital was commissioned in (B)(4) 2014. Installation records are completed and on file. The site was under construction between the time of installation and the commissioning of the facility. Preventative maintenance has not been performed by trumpf medical on this equipment. Trumpf medical has requested the return of the spring arm from the user facility. It has not arrived at the time of this report. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
An iled 5 lamp head and spring arm became detached from the central axis and fell. The snap ring and hardware were located. The snap ring had become dislodged. The components fell when a nurse was preparing the room prior to any patient arrival. The nurse was moving the light when it fell. No injury was reported.